Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had been to the emergency room due to a blood glucose level of 571 mg/dl. Caller stated that she was treated with manual injections. Blood glucose level at the time of the incident was 445 mg/dl. Customer was wearing the insulin pump at the time of the incident. Customer stated that there was a crack near the drive support cap. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.